Event description:
It was reported that the 9600 system was missing images during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated.